Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013, alleging the pump experienced an issue with short battery life. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery life issue remained unresolved.